Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the external pulse generator (epg) displayed a self-test error. Technical services (ts) provided assistance in resolving the issue by explaining the reason for the error message. Ts recommended removing the battery to reset the epg and turn it on again. The error could not be duplicated again. The epg was placed back into service and remains in use. There was no patient involvement.